Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported hearing crackling sounds and it was painful when wearing the device. The patient previously had good quality access to sound for the last 10 years.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
The patient reported hearing crackling sounds and it was painful when wearing the device. The patient was re-implanted.